Event description:
The pt reported experiencing elevated blood glucose of 11-22 mmol/l (198-396 mg/dl) for 4 weeks despite bolusing through the infusion device. Her normal blood glucose level is 5 mmol/l (90 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.